Event description:
It was reported that the pump screen was dark/won¿t turn on. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.